Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a prime (loss of prime) issue. It was reported that the loss of prime occurred 2 times. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow up # 1 date of submission 9/07/2016. Correction to brand name: animas insulin cartridge. Correction to common device name: anm ir1200/1250/2020/otp cart. Correction to additional manufacturer narrative. Correction to PMA/510 (k) #: k032257.